Manufacturer narrative:
Continuation of d10: product ID b3400060, serial# (B)(6), product type: extension; product ID b3400060m, serial# (B)(6), product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060, serial/lot #: (B)(6), ubd: 20-mar-2027, UDI#: (B)(4); product ID: b3400060m, serial/lot #: (B)(6), ubd: 24-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a deep brain stimulation procedure involving the ext b3400060 60cm deep brain stimulation device, the leads could not be fully seeded into the extension header block, as both leads appeared to get stuck and were unable to advance. This resulted in impedance issues at contact 3 and contact 11. The set screw was loosened, and multiple attempts were made to reattach and seed the leads without success. Subsequently, the extensions were removed, and new extensions were retunneled, which seeded without issue, resolving the impedance problems. No surgical intervention occurred, and the patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID b3400060 lot# serial# (B)(6) implanted: explanted: product type extension product ID b3400060m lot# serial# (B)(6) implanted: explanted: product type extension h3: analysis of the b3400060 extension ((B)(6))revealed the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. H3: analysis of the b3400060 lead ((B)(6)) revealed the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-apr-23 mpxr 1297019 (hcp, rep): it was reported that during a deep brain stimulation procedure involving the ext b3400060 60cm deep brain stimulation device, the leads could not be fully seeded into the extension header block, as both leads appeared to get stuck and were unable to advance. This resulted in impedance issues at contact 3 and contact 11. The set screw was loosened, and multiple attempts were made to reattach and seed the leads without success. Subsequently, the extensions were removed, and new extensions were retunneled, which seeded without issue, resolving the impedance problems. No surgical intervention occurred, and the patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event. 2025-jun-02e1 (rep): no new information. 2025-jun-04 an_rp (rep): no new information.